Event description:
During an open appendectomy procedure, on the second firing with a white load the device fired properly however there was oozing at the staple line. Hemoclips were used to control the bleeding and to complete the procedure. The amount of blood loss is unknown and there was no need for a blood transfusion.health professional's impression: device caused excessive bleeding.manufacturer response for stapler, cutter, surgical, endopath ets: the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.